Event description:
Nurse manager, reported that a safetouch ii needle would not retract into the safety upon removal. Further information has been requested including what the affected lot# is. This was noticed upon removing the needle post treatment. No blood was lost, no adverse events occurred, no needle stick resulted. Additional details 10/22/2020: the treatment was completed, with no interruptions. No patient harm. At the end of the treatment when staff removed the needle from the patient access, they were unable to slide the safety over the needle: some would not move at all, my experience was that they were very difficult to move, causing the use of 2 hands, and dripping blood and saline in the process. Exact date of occurrence is unknown. Event occurred between september and october 2020.